Event description:
Information received a smiths medical intubation/portex endotracheal tubes polar pilote cuff was inflating while the cuff would not inflate which led to leakage in air in line. There was a reported tube change out five minutes later with no patient adverse events.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample returned: one (1) sample was returned for evaluation p/n 100/133/060; the sample was received in used conditions without original package. Visual inspection results: no defects can be appreciated in sample received. Functional testing: the returned sample was inflated using a syringe to detect any occlusion. Results: pilot balloon could be inflated however the cuff won?t inflate; therefore, an occlusion was detected at joint between the inflation line and tube; the complaint was confirmed. Based on the analysis conducted in the sample provided, cuff won?t inflate failure mode was confirmed. Therefore, according to on pfmea (rmp (B)(4) the occurrence of this failure condition could be caused by excess solvent thf at joint. The cause of the reported problem was traced to manufacturing process. After reviewing dmrs, ncrs, ets it found that there were no issues or nonconformance reported during the manufacture of this lot number.